Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: 3889-28, lot# va128dt, implanted:(B)(6) 2016, explanted: (B)(6) 2016, product type: lead. No device analysis was performed; the device met risk-based analysis criteria.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was an infection. No environmental/external/patient factors might have led or contributed to the issue. IV antibiotics were administered. The devices explanted and would be replaced in the future. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.